Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Both ez io drills failed to cannulate a tibia on an als call involving a younger adult male last night. The drills stopped spinning while attempting to puncture the bone. Both drills at the time had green lights. Since last night one of the drills is starting to flash red. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). Ez-io g3 driver (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pressed, the driver was operable and the green led displayed. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: (B)(4)) while applying approximately 8 lbs. Of force on a weight scale (ID: (B)(4)). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3); insertion 1: 5 secs; insertion 2: 5 secs; insertion 3: 5 secs. Hard profile (105 lbs/ft3); insertion 1: 7 secs; other remarks: insertion 2: 7 secs; insertion 3: 8 secs. Another attempted insertion was then performed on the hard profile sawbone. The test was started with minimal downward force and then increased in an attempt to get the driver to completely stall. The device could not be stalled with up to 20 lbs. Of downward force before completing the insertion. Another attempt was then made by forcing the driver down on the weighted scale without a needle. The driver stalled at approximately 35 lbs. Of downward force. No device deficiencies were identified during the investigation. The sawbone insertions demonstrated sufficient power existed in the driver to perform medium and hard bone insertions if appropriate technique is used. No corrective actions will be implemented at this time as there were no device deficiencies identified which would contribute to this incident. Teleflex will continue to monitor and trend for reports of this nature. No device deficiencies were identified during the investigation. The sawbone insertions demonstrated sufficient power existed in the driver to perform medium and hard bone insertions if appropriate technique is used. Please be reminded that "if the driver stalls and will not penetrate the bone you may be applying too much downward pressure and" in the unlikely event of a driver failure, remove the ezio power driver, grasp the needle set by hand, and advance the needle set into the medullary space while twisting the needle set." No corrective actions will be implemented at this time as there were no device deficiencies identified which would contribute to this incident. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Both ez io drills failed to cannulate a tibia on an als call involving a younger adult male last night. The drills stopped spinning while attempting to puncture the bone. Both drills at the time had green lights. Since last night one of the drills is starting to flash red. The patient's condition was reported as unknown.